Event description:
It was additionally reported that the patient struggled with multiorgan failure prior to a massive hemorrhagic stroke that resulted in death. The death was not device related, and the device operated as expected.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient passed away due to a hemorrhagic stroke. The device was not explanted.

Manufacturer narrative:
Manufacturer¿s investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6) and the patient's outcome could not be conclusively determined through this evaluation. The relevant sections of the device history record for (B)(6) was reviewed and showed no deviations from manufacturing or quality assurance specifications. The current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website. The heartmate 3 left ventricular assist system IFU is currently available. Section 1 of the IFU, ¿introduction¿, lists multiple types of organ failure and dysfunction, stroke, bleeding, and death as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.